Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed distal conductor and helix lobe distortion.

Event description:
It was noted during the implant setting that the screw was out 'more than usual.' The doctor retracted it, but it would not deploy. The helix operation was described as 'slow to react' even after the explant. The lead was not implanted. No patient complications have been reported as a result of this event.